Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd discardit¿ ii syringe w/o needle during aspiration had air pass inside and leaked from the plunger. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: no samples or photos were returned in support of this complaint. The reported failure was unable to be verified. The cause of the problem could be produced because of a damage in the plunger lip. This could be produced during the handling of the product through the manufacturing process or in the plunger assembly machine. This issue could product the air entrance in the syringe during aspiration and also the leakage through the plunger rod. Considering bd's in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no actions are required. Investigation conclusion: not able to determine root cause. Possible damage in the plunger lip produced during the handling of the product through the manufacturing process or in the plunger assembly machine. Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other, device single use?: no, device returned to manufacturer: no.

Event description:
It was reported that a bd discardit¿ ii syringe w/o needle during aspiration had air pass inside and leaked from the plunger. There was no report of exposure, serious injury or medical intervention.